Manufacturer narrative:
The reported malfunction was observed and attributed to the lithium battery on the system board. Zoll medical corporation recommends replacement of the lithium battery on the system board every 5 years. This device is approx 9 years old from date of MFR. The lithium coin battery was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing. The device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.